Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 1000 mcg/ml of fentanyl at 210 mcg/day via an implantable pump. It was reported the patient moved from fl to wv and could not find a healthcare provider. The patient's pump ran out of medication and started to alarm. The patient stated it felt like it was hot and "burning the insides." The patient went to the hospital a couple times due to the burning feeling but the hospital turned her away. This started at the end of october. The patient stated they have found a new healthcare provider and requested a manufacturing representative to help turn the alarm off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated that the burning sensation was located around the patient's pump. The patient thought it was due to a problem with the pump itself. No further troubleshooting had been performed and the pump had not been filled as the patient was having a hard time getting a doctor to fill the pump. The sensation was not resolved and occurred every day. The patient was having pains all on the right side of their body from the pump. It was noted that nobody would do anything about it and the patient still did not have anyone to manage the pump.

Event description:
Additional information was received from the patient who reported that she did go through withdrawal when the pump went empty. She went to the ER (emergency room), and at the ER no one could help her because they were not familiar with the pump. The patient was still looking to have the pump alarm shut off. Her current managing physician would not silence or fill the pump. The patient wanted to look for another physician. During the call, the patient also stated that within the last 2-3 days her pump was swelling and causing pain in her side/back/stomach right above where her pump was located. Her pump was located in her right abdomen. She stated that the pump hurt when she touched the area.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.